Manufacturer narrative:
The device was received for evaluation. During functional testing, 'system error 110 pic motor was not reproduced. A review of the event history log revealed 'system error 110 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the motor. The motor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion alarmed system error 110 pic motor during delivery of nacl saline in the med surgical department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.